Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the defective usb connector. A receiver boot test was performed and passed. Functional tests were not performed due to the defective usb connector. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the defective usb connector. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.